Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular procedure, a cardiac perforation was noted. Following a transseptal puncture and ascending into the left ventricle and mapping, the patient felt dizzy. An x-ray and echocardiogram confirmed a perforation. The patient was stable and no intervention was required.